Manufacturer narrative:
The device was returned and the evaluation found that the entire screen became black and showed no image, and there was a generation of noise causing the image to disappear temporarily. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the flex deflectable videoscope had a blackout and a color bar occurred when holding the base of the holder. The issue occurred during preparation for use, the intended therapeutic procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. The customer's reportable malfunctions of the entire screen became black and showed no image. And there was a generation of noise causing the image to disappear temporarily. Which, was not confirmed. Based on the results of the investigation, it is likely, that the image sensor cable was kinked. Which caused, the kinked output signal line to break and short, leading to the image defect. The cause of the damage to the image sensor cable could not be determined, because no trace of external stress was found in the area. It is possible, that the problem may have been caused by excessive bending of the universal cord. Which, placed a strong load on the image sensor cable. However, a definitive root cause could not be determined. The instructions for use states, the inspection method associated with the events in the operation manual, chapter 3: ¿preparation and inspection¿; section 3.8: ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.